Manufacturer narrative:
(B)(4). One actual unit was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual inspection of the sample confirmed the spike tip was broken off. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. From sample investigation and the event description it can be determined that the spike broke while being inserting the spike into the infusion bag. The chambers used on this code are purchased from an external supplier. A supplier visit has already been performed to investigate this issue further. A supplier corrective action report (scar) has been opened and further investigations are ongoing to determine any action/s to strengthen the spike. Furthermore, baxter shall keep monitoring these events during quality reviews.

Event description:
The customer reported to baxter (B)(4) a clearlink continu-flo set in which the spike broke. According to the report, the "tip of spike on drop chamber broke off while inserting into fluid bag". The condition occurred during set-up and there was no patient involved. There was no patient injury or medical intervention associated with this event. This is report 1 of 2 of the same reported problem from this facility. No additional information is available.